Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Unable to verify bolus wizard complaint and paradigm sensor versus blood glucose due to compromised force sensor system alarm noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump's bolus wizard was not working properly when trying to enter a correction bolus. The customer also had sensor versus blood glucose level issues. Customer's blood glucose level was 246 mg/dl. The customer treated his blood glucose level by giving himself a bolus using the insulin pump. The customer did not receive an estimate details message during a recent bolus. The insulin pump did not make the correct calculations based on the information entered. The customer was advised that the device would be replaced and agreed to return the product for analysis.